Event description:
Per the clinic, the patient was explanted because the patient was dissatisfied with the performance of the device. It was reported that the patient was partially inserted at the initial surgery. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The 50-70% stenosed target lesion was located in the non calcified and moderately tortuous right common iliac artery (cia). The 7.0x30x75cm express ld iliac/biliary stent system was advanced over a 0.035 non bsc guide wire. Prior to reaching the target lesion during advancement, the stent slipped off the catheter in the left external iliac artery (eia). A 6x4 0.18 sterling balloon catheter was utilized to deploy the stent in the left eia. The procedure was completed with another device and additional angioplasty was also performed in the left superficial femoral artery (sfa). There were no additional patient complications reported and the patient¿s condition was reported as ¿stable¿.